Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.